Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
During a routine testing in the lab on (B)(6) 2013, it was reported the small battery drive was smoking and heating up. It could not be determined if the small battery drive, charger, or battery were the cause of the event. There was no patient involvement. This is 1 of 3 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the small battery drive drill was smoking and heating up was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to immersion during cleaning. Corrected manufacturer name to synthes (B)(4).

Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue.(B)(4)